Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have gone to a periodontist and was recommended they see a local orthodontist that can treat them prior to the gum graphing. Gum graphing is recommended due to gum loss caused from prolonged treatment that they had under byte aligners. The periodontist is more concerned with the alignment of their teeth and that only their molars are touching. This is a contraindicated patient.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/17/2025 that included this information.